Event description:
A healthcare professional reported aspiration was not working, the surgeon used vacuum control with max vacuum during vitrectomy surgery. The surgery completion details were unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).